Manufacturer narrative:
The device is currently not available for analysis . No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was dislodged. The patient pulled lead out with overhead arm motion. This rv lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.